Manufacturer narrative:
Concomitants: (B)(6), 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t; (B)(6), 200-07-29 - advanced patella 29m 3 peg implant; (B)(6), 02-012-47-1509 - logic cr tib insert std, sz 1.5, 9 mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02336. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2018. Approximately 4 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. Patient experienced prosthesis wear, loosening, implant pain and joint laxity. Per the operative notes, "we then saw that the femoral component was clearly loose." Additionally, "we removed the old patellar component, which appeared to be well functioning and then prepared the patella for size 35 mm component." Based on what was reported in the operative notes, it does not appear that the patellar component was worn; however, this cannot be confirmed. There is no device return. There are no photos or other images of the device provided. No additional information is available.